Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the stop (idle) current measurement test, run current measurement test, self test, off no power alarm test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and dat at 0.0876 inches. The following were noted during visual inspection: minor scratched display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Please see below when reviewing the history download file. The pump was stored for an extended period without a battery. The pump was able to download the pump history file, but it was corrupted. There was multiple a47 alarm in the pump history due to corrupted history file. There was no data available on the event date 01-jan-2025 in the pump history file. Unable to list the total insulin delivered on the event date 01-jan-2025 and the 7 days prior to that date due to no data available. Unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 01-jan-2025 in the pump history file due to no data available. Unable to perform the history review 1 week prior to the event date 01-jan-2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly or on the motor. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer was hospitalized to treat hyperglycemia and diabetic ketoacidosis. The customer reported blood glucose value at the time of reported event was 30 mmol/l. The event involved product(s) mmt-754wwb. Troubleshooting was performed. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Customer declined to continue with troubleshooting. No further patient complications were reported. The customer discontinued the use of the pump. Mmt-754wwb was requested and customer has returned the device for analysis.